Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they were experiencing high and low blood glucose levels. Customer had a blood glucose of 531 mg/dl and 55 mg/dl at the time of the incident. Customer did not provide further details of the adverse event. Customer declined troubleshooting for the high and low readings. The insulin pump was not replaced or returned for analysis.